Manufacturer narrative:
During deployment of a 7 fr. Exoseal vascular closure device (vcd), the pulsatile flow from the bleed-back indicator never stopped although the indicator window changed to the black-black pattern. The exoseal device was removed from the patient without attempting plug deployment. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion for the procedure was unknown. A non-cordis sheath was used for the procedure. The exoseal vcd was inserted into the sheath and both were retracted as a single unit. It was not known if the approach was antegrade or retrograde. The physician was certified for use of the device with the number of cases performed unknown. There was no anomaly observed on the exoseal and the sheath, and it was used according to IFU. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. The product was returned for inspection. One non-sterile exoseal vascular closure device 7 french was received with an unknown catheter sheath introducer inside a plastic bag. The deployment lever was not depressed. The indicator window was received in black/white position. The guard was depressed. The plug was received in place. The device was not deployed. Blood residues were found. No other anomalies were observed in the returned device. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Functional analysis was performed and the indicator window achieved on different positions: black/black and black/white/red positions as expected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Based on the information available for review, it is unknown what factors may have contributed to the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. The reported indicator window- incorrect indication was not confirmed since functional test was successfully performed. Neither the DHR review nor the product analysis suggests that the failures are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the pulsatile flow from the bleed-back indicator never stopped although the indicator window changed to the black-black pattern. The exoseal device was removed from the patient without attempting plug deployment. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion for the procedure was unknown. A non-cordis sheath was used for the procedure. The exoseal vcd was inserted into the sheath and both were retracted as a single unit. It was not known if the approach was antegrade or retrograde. The physician was certified for use of the device with the number of cases performed unknown. There was no anomaly observed on the exoseal and the sheath, and it was used according to IFU. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no reported resistance/friction during insertion. There was no reported difficulty connecting or locking the sheath with the vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer lock against the handle assembly and an audible click was heard. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15886914 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.